Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the devices trilogy kit, motor blower assembly, stirring fan foam and 43-micron filter were replaced due to maintenance procedure and the technician performed repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board was replaced to address the issue. In addition of the above evaluation, the devices trilogy kit, motor blower assembly, stirring fan foam and 43-micron filter were replaced due to maintenance procedure and the technician performed repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue.